Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Event date not provided.

Event description:
It was reported that the abutment screw had loosened at the site. Screw will be replaced with a new one.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The reported device was located on an unknown tooth site and the length of the device usage is unknown. Complainant reported that the abutment screw loosened. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there was one related complaints for this product lot.

Event description:
No further event information is available at the time of this report.